Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported an appointment was scheduled with the healthcare provider for (B)(6) 2 017 to take care of the overdischarge issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for multiple back operations. It was reported that the patient couldn¿t charge and thought the battery was dead because the programmer wouldn¿t communicate with the ins or turn it on. It was unknown when the last successful charging session was and they were unable to communicate with another external device. It was noted that it was the patient¿s 2nd overdischarge. The patient didn¿t have a managing healthcare professional (hcp) and was looking for one in (B)(6) that would take their worker¿s comp. It was noted that the stimulator worked great and the patient now had pain that is worse some days and the patient¿s back was bothering them so they wanted to use the stimulator. The patient experienced a return of pain the past week or so ago.